Event description:
Pt undergoing ICD replacement. Testing of leads completed and new ICD attached. A test shock of 0.2 joules is given to check lead hook-up. However, instead of one shock given, the device gave a total of 5 test shocks in a row. This stopped when the telementry wand was removed. These low energy shocks didn't harm the pt. Rptr suspects that the programmer is the probable problem.